Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015 as part of the (B)(6) study. This complaint is being reported based on the event of asthma exacerbation requiring medication to treat. On (B)(6), 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted to the device. According to the complainant, following the procedure, the patient was seen in the emergency room for moderate asthma exacerbation (exact date not reported). The patient was treated with medication for the asthma exacerbation (medication type not reported). No hospitalizations occurred. On (B)(6) 2016 the patient withdrew from the study for non-medical reasons. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 09mar2017. The patient's asthma exacerbation was reported to be recovering. Baseline spirometry values collected on (B)(6) 2014. (B)(6). Additional information received on 27jun2017. The patient was seen in the ER and was treated with systemic corticosteroid. The patient was hospitalized but no further information has been reported. Additional information received on 03nov2017. According to the complainant, this asthma exacerbation and subsequent hospitalization was reported to be related to the bt procedure in error. The complainant confirmed that this event is not related to the bt procedure.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015 as part of (B)(6). This complaint is being reported based on the event of asthma exacerbation requiring medication to treat. On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted to the device. According to the complainant, following the procedure, the patient was seen in the emergency room for moderate asthma exacerbation (exact date not reported). The patient was treated with medication for the asthma exacerbation (medication type not reported). No hospitalizations occurred. On (B)(6) 2016 the patient withdrew from the study for non-medical reasons. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **additional information received on 09mar2017** the patient's asthma exacerbation was reported to be recovering. Baseline spirometry values collected on (B)(6) 2014. Pre-bronchodilator: fev1: 1.40, fev1 (% predicted): 40, fvc: 2.67, fvc (% predicted): 60. Post-bronchodilator: fev1: 2.09, fev1 (% predicted): 60, fvc: 3.50, fvc (% predicted): 79. **additional information received on 27jun2017** the patient was seen in the ER and was treated with systemic corticosteroid. The patient was hospitalized but no further information has been reported.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015 as part of the (B)(4) clinical study. This complaint is being reported based on the event of asthma exacerbation requiring medication to treat. On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted to the device. According to the complainant, following the procedure, the patient was seen in the emergency room for moderate asthma exacerbation (exact date not reported). The patient was treated with medication for the asthma exacerbation (medication type not reported). No hospitalizations occurred. On (B)(6) 2016 the patient withdrew from the study for non-medical reasons. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015 as part of the clinical study. This complaint is being reported based on the event of asthma exacerbation requiring medication to treat. On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted to the device. According to the complainant, following the procedure, the patient was seen in the emergency room for moderate asthma exacerbation (exact date not reported). The patient was treated with medication for the asthma exacerbation (medication type not reported). No hospitalizations occurred. On (B)(6) 2016 the patient withdrew from the study for non-medical reasons. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **additional information received on 09mar2017** the patient's asthma exacerbation was reported to be recovering. Baseline spirometry values: collected on (B)(6) 2014. (B)(6).